Event description:
A malfunction on a pump was reported by the caller. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer administered a correction bolus to address the elevated bg level, and there was no need for third-party assistance. Technical support provided the customer with pump reset information and assisted with resetting the pump. After the reset, the malfunction code did not recur, and the issue was resolved. The customer was advised to contact support again if any malfunction codes reappear.